Manufacturer narrative:
Results and conclusion codes updated to reflect analysis findings. Additional code added to method section. The returned samples were evaluated. Reported loose connection was unable to be verified from the received samples since the luers were disconnected upon receipt. Sample evaluation test results of each lot are as below: hx8281 - y connector inlet solvent bond leak was verified. Supplier corrective action was issued for hex leaks. This lot was produced post corrective action implementation. A rf tooling frame die flatness improvement project was implemented. Implementation complete april 23, 2019. Hx8355 - heat exchanger port leak was verified. This lot was produced prior to improvement project implementation. A supplier corrective action was issued to address solvent bond leaks.

Manufacturer narrative:
No information was provided. The customer reported lot #'s hx8281 and hx8355 were associated with this reported incident. Lot #hx8355 was manufactured 03/25/2019 and expires 03/25/2022. Leakage location has not been verified and root cause has not been established. The sample has been received for evaluation. Analysis is pending on returned samples to verify leakage location and alleged defect.

Event description:
A hospital employee alleged multiple 3m¿ ranger¿ high flow disposable sets (model 24355) had saline leaks occur during priming at the y-junction before the bubble trap . The employee alleged a crack was discovered on one cassette. The crack was reportedly located where the cassette transitions into the tubing. The employee alleged some of the luer lock connections were loose resulting in the sets falling apart when opened. The employee also alleged some tubing became contaminated when falling on the floor. No staff/patient injury was alleged.